Event description:
Programming history database periodic review was performed and high impedance was seen on the patient's device. The patient had a full replacement. The devices were discarded and are not available for return. No additional or relevant information has been received to date.